Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received by reporter indicates the tendon anchors broke outside the patient, when they were being loaded on the inserter. Breakages found during preparation or before use it in the patient, will not contribute to serious injury. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during surgery, the inserter was not loading the anchors from the puck correctly and a the anchor broke. Although a back-up device was available to complete the procedure, it is unknown if there was a surgery delay. No further complications were reported.